Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device gave the patient shocks where the patient's arm or leg would jump or the patient would be on his bed and his whole body would jump two feet off the bed. The device was removed and replaced. No further patient complications were reported as a result of this event.